Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple unexpected resets occurred. Additionally, it was reported that the insulin gauge was inaccurate. Customer's blood glucose level was approximately 300 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue was verified. Based on the analysis, the alleged fill estimate issue could not be verified.